Event description:
Essure was implanted and I started with severe monthly cramps. It turned into daily severe cramps. Severe hip, leg, back, feet, and abdominal pain. Memory fog, migraines, heavy bleeding, painful intercourse, painful menstruation, lack of sex drive, adenomyosis, itchy dry peeling skin.